Event description:
It was reported a patient underwent a total evisceration procedure on an unknown date in 2022 and a drain was used. 3 weeks after surgery, the drain was broken and it remained inside of the body. Open surgery is planned to remove the broken piece. When the surgeon was about to attempt removal under fluoroscopy, the product was found to be transected. The broken piece was removed laparoscopically under general anesthesia. Reoperation was required but there is no sequelae. Patient is in hospital. Further details are not provided . No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: current status of the patient] : the patient is in the hospital. [Progress] there is no problem. [Health injury details] at the time of removal, the drain was broken in the hub and remained in the body. [Product use details] resistance was strong at the bedside and the product could not be removed. The drain insertion part was opened with a pean forceps but it could not be removed. The drain was pulled with the pean forceps, but it did not come out. When removal was attempted by fluoroscopy, it was found to be transected. Additional information : in the ward, the event occurred during use. The surgery was a total evisceration. Correct description : when the surgeon was about to attempt removal under fluoroscopy, the product was found to be transected. Surgeon¿s comment :: I think the reason why it is difficult to remove at first is due to the product. Other contributing factor : because the product was removed 3 weeks later, there was a possibility that the wound narrowed in the process of healing of skin. Additional information has been requested and the following was received. Procedure name? The surgery was a total evisceration. Is a 2nd procedure scheduled to retrieve the broken drain piece retained in patient? [Treatment details] unk : the broken piece was removed laparoscopically under general anesthesia. [Seriousness] non-serious (moderate/minimal) [reason of the seriousness] reoperation was required but there is no sequelae. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon¿s comment :: I think the reason why it is difficult to remove at first is due to the product. Other contributing factor : because the product was removed 3 weeks later, there was a possibility that the wound narrowed in the process of healing of skin. What is the patient's current status? The patient is in the hospital. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Date of procedure? Date of event where product had an issue? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? When was the breakage first noted? Was leakage detected? If so, where? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Surgeon¿s name? Product code and lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4) additional information has been requested and the following was received. If further details are received at a later date a supplemental medwatch will be sent. Procedure name?no further information is available. Date of procedure?unknown. 3 weeks ago from date of removal. Date of event where product had an issue? 2022/12/15 were there any intra-operative complications? If so, what were they?not reported where was the tip of drainage tube located? Unknown how was the drain secured?unknown what was the date of first activation?unknown how was the product function verified following the first activation?unknown who monitored the drainage and how often?unknown when was the breakage first noted? On (B)(6) 2022 was leakage detected? If so, where?not reported was another product used?unknown please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedureunknown is a 2nd procedure scheduled to retrieve the broken drain piece retained in patient?reoperation was performed, and there were no sequelae. The broken piece was removed laparoscopically under general anesthesia. The diagnosis and indication for the index surgical procedure? Unknown were any concomitant procedures performed?reoperation. What symptoms did the patient experience following the index surgical procedure? Unknown onset date?unknown other relevant patient history/concomitant medications?unknown what is the physician¿s opinion as to the etiology of or contributing factors to this event?unknown. What is the patient's current status?no problem without sequelae. Product code and lot number?2217. Lot number is unknown. If applicable, will product be returned? If so, please provide the return date and tracking information.no sample will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.